Event description:
Customer reporting 1 false positive flu b result of a 5-day symptomatic patient performed during validation testing. No confirmation testing was performed.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.